Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon decided to revise this patients right hip stem due to pain and apparent loosening based on x-ray imaging. During the surgery we removed a corail stem using a burr, flexible osteotomes and slaphammer. For a corail stem, it came out relatively easily. The patient had some medical issues but it is not clear to what caused the loosening after about 15 years. It also indicated in der that femoral stem was loose in non cemented interface. Doi: unknown dor: (B)(6) 2021 right hip.